Event description:
Drive devilbiss healthcare received a notification from an attorney of an incident involving a suction machine that drive imports and distributes. The patient was sleeping with the suction machine next to his bed when allegedly he got burnt. He was taken to the hospital where it was discovered he had suffered a 2nd degree burn from touching the unit.